Event description:
It was reported that on (B)(6) 2023, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with grade 4, thin and tethered anterior leaflet, short and restricted posterior leaflet. A mitraclip xtw was implanted without issues. The mr was reduced to grade 1. On (B)(6) 2023, an echocardiogram was performed and revealed recurrent mr with grade 3-4 and a perforation of the anterior mitral leaflet (aml). It was noted that the clip remained attached to both leaflets. The patient was reported to be under observation. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the information reviewed, the unspecified tissue injury (perforation of the anterior mitral leaflet) resulting in recurrent mitral valve insufficiency/regurgitation (mr) appears to be related to the implanted clip on the thin and tethered anterior leaflet, and is therefore related to patient and procedural conditions. Tissue damage and mitral regurgitation are listed in the instructions for use (IFU) as known possible complications associated with mitraclip procedures. Hospitalization was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.